Event description:
Caller (customer's granddaughter) reported that on (B)(6) 2013, "her grandmother got very low sugar levels and was hospitalized". Caller further reported being unable to perform a test due to an ER-3 message appearing on the display of the adc blood glucose meter upon test strip insertion. As a result of this issue, customer experienced symptoms described as "shakiness and inability to walk". It was also reported the customer experienced a loss of consciousness. No further information was provided by the caller as she declined to continue troubleshooting. It is unknown what, if any, treatment or diagnosis was provided to the customer at the time of hospitalization. It is unknown when the product issue first occurred in relation to the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: while troubleshooting with customer service it was identified the reported test strips were expired (exp feb-29-2012) all pertinent information available to abbott diabetes care has been submitted.